Manufacturer narrative:
(B)(4). Attachment: literature - incidence, characteristics and functional implications of cerebral embolic lesions after the mitraclip procedure. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report the cerebral embolic lesions after the mitraclip procedure. It was reported through a research article identifying the mitraclip device that the device may be related to cerebral embolic lesions after mitraclip procedures. Details are listed in the attached article, titled: incidence, characteristics and functional implications of cerebral embolic lesions after the mitraclip procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. Based on the information reviewed, there is no indication of a product quality issue. Based on the information review, a definitive cause for the reported embolism cannot be determined as there were no additional information provided and no device issue was reported. The reported patient effect of embolism is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.